Event description:
Bleeding-gums [gingival bleeding]. Cut-gums/metal part poked gums [gingival injury]. Head came off [device breakage]. Case description: a male consumer of unknown age reported that while using an oral-b power rechargeable toothbrush handle triumph 3745, the oral-b precision clean brushhead came off the handle. This occurred with all 3 brush heads from the pack he began using on (B)(6) 2015. While brushing on (B)(6) 2015, the head came off and the metal part poked/ cut his gums, causing them to bleed for a few seconds. The case outcome was improved. The consumer reported that he has had the oral-b toothbrush since last year, and the plastic had worn down. The consumer discontinued use of the product. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.